Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Event description:
While using night aligners, the patient reported their dentist (dds) motioned their upper anterior tooth and a back tooth cracked, requiring a crown. The patient stated she does not want to get a crown because she would want to crown all of them. I let them know a letter of recommendation (lor) would be required to evaluate the dds recommended. The customer also mentioned she got a filling on her front tooth prior to getting the aligners this could be what broke.